Event description:
The customer reported that the system intermittently would not boot up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable, lemo connector and batteries on gib and sbc boards were evacuated and replaced. The system was tested and found to be working as intended and returned to service.